Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag with an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. The clip could not be reopened. The device was viewed under magnification and a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information indicates that the device was not damaged until the user tugged it back into the scope while the clip was in the open position. This may have been a contributing cause for the failure. The instructions for use states: "uncoil the device. Verify smooth handle operation and clip action. Open the clip by gently moving the handle spool distally (away from the handle thumb ring). Once the clip is fully open, do not continue advancing the handle spool as the clip may prematurely detach from the catheter. Close the clip by moving the handle spool proximally until the clip is fully closed. Precaution: do not continue to pull the handle spool beyond tactile resistance as this may prematurely deploy the clip." The instructions for use states: "with the clip closed, hold the red handle cap, and advance the device in small increments into the accessory channel of the gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance the device, relax the elevator and/or straighten the endoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an unknown endoscopic procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip would not deploy. Additional information and device evaluation indicated that the clip tromboned [clip housing detached from the catheter attachment and remained attached to the drive wire]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.